Event description:
Plaintiff reports initial bilateral implantation 9/14/81 with replacement 1/29/97. Plaintiff adopts master petition filed in cause no. 92-16550; in re: master silicone breast implant file.